Manufacturer narrative:
(B)(4). The facility reported a colleague infusion pump with a damaged battery was confirmed and reproduced by service. The cause of the determined depleted main batteries was due to user error. The main batteries were replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. However, during previous service on 6/4/2008 and 9/2/2007, the batteries and harness were replaced. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with battery damage. This event occurred upon power up during biomed servicing. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.